Manufacturer narrative:
A complete lead was returned in one piece measuring 86.3 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23657, 2017865-2020-23660. It was reported the patient had been twiddling their implantable cardioverter defibrillator. They presented for a revision procedure where a fluoroscopy was completed to reveal the left ventricular lead was dislodged, and the lead impedance was > 2000 ohms. Upon pre-operation interrogation, the right ventricular lead had a capture threshold increase and an increase in impedance. Upon examination, it was observed the lead had lost lead slack as a result of the twiddlers. The two leads were explanted and replaced. During extraction, the atrial lead was damaged from the laser method, so the physician elected to explant the entire system and downgrade the device. There was also a vascular dissection during the removal and how it was resolved was unknown. The patient was stable following the procedure.

Event description:
New information received indicated the dissection was not serious enough for surgical intervention. The patient was stable and discharged after the procedure.